Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a rebel mr balloon catheter. The device was tightly folded with the stent crimped onto the balloon. Inspection of the device revealed numerous kinks in the hypotube and distal stent damage located 9mm from the tip of the device. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 10-aug-2018. It was reported that crossing difficulties were encountered. The 90% stenosed, 24 x 2.25mm, de novo target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and moderately calcified right coronary artery. After pre-dilatation was performed with a 1.5mm balloon catheter resulting to 80% residual stenosis, a 24 x 2.25 rebel stent was advanced but failed to cross the lesion. The procedure was completed with a different 2.25 x 24 stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.